Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 5.0 x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter was advanced for dilatation. During the first inflation at 10 atmospheres for 15 seconds, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.